Manufacturer narrative:
A maquet technician investigated the device. He checked the unit and confirmed the fault which he traced to the inrush current limiter. He replaced the icl with a new one and tested the unit to factory specifications, all tests passed. The unit was then returned to service. The incident occurred during checking and before use, there was no patient involvement. This first follow-up report will also serve as a final report for this complaint.

Event description:
(B)(4).

Manufacturer narrative:
September 08, 2015 02:15 pm (gmt-4:00) added by (B)(6): (B)(4). A maquet field service technician was on site and detected a defective current limiter 230 - 400v 16a. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
"Broken currenter limiter 230 - 400v 16a." (B)(4).